Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat an osteoporosis compression fracture and during the procedure, it was confirmed that "cement leaked toward anterior but additional treatment was not required". According to the report, the patient was asymptomatic. No further information could be obtained.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.